Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours, and novolog has been tested up to 72 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels of up to 593 (mg/dl). Customer administered pump boluses and administered insulin injections to treat bg levels; however, bg levels remained elevated and customer was admitted to the hospital later that day. Customer reported seeing blood at the infusion set site and used the pump cartridge for more than 3 days. While in the hospital, customer was treated with intravenous insulin and subcutaneous humalog. Recommendation was made to consult with health care provider to discuss proper infusion set application and selection. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.